Event description:
Ous MDR - after an implantation period of about 20 months, oversensing without inappropriate therapy was reported. No visible lead damage was observed upon explant. The lead was returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis the lead body was found squeezed approx. 31 cm and 36 cm distal to the df4 connector pin. At these positions the insulation body and the coating of the conductor cable to the svc shock coil were found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.